Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for non-malignant pain, failed back surgery syndrome and other non-malignant pain. It was reported there was catheter failure and patient experienced pain, withdrawal, hospitalization and paresthesia. Explant surgery date of (B)(6) 2016 was reported. Patient was indicated to be awaiting explant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.